Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2008 and the obtryx transobturator mid-urethral sling system and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No additional info was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy due to sui, cystocele and rectocele. It was reported that following insertion the patient experienced infection, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent mesh revision (mid-urethral sling) on (B)(6) 2009 due to voiding dysfunction. It was reported that on (B)(6) 2010, the patient underwent abdominal sacrocolpopexy and cystoscopy. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.